Manufacturer narrative:
Received 1 used silicone catheter with the drainage bag still attached only. Per visual evaluation, a cuff roll was not observed. No other defects were observed. During the functional evaluation, the balloon was inflated with air and deflated; a cuff roll was not formed. After that, 10cc of a mix of water and blue methylene was introduced with a syringe and the catheter was left for 3 minutes resting on a flat surface. Then it was deflated by itself and cuff roll was not formed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Upon receipt of the sample, it was noticed that a ridge was formed on the tip of the catheter. No patient injury was reported.